Event description:
During set-up for a cardiopulmonary bypass procedure, the cardioplegia monitoring module did not display any readings. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.